Event description:
During the evaluation of the unit in 2006 the reported failure of no audio was confirmed. The failure was isolated to the main pcb. This failure is not associated with remedial action. There was no pt harm reported.